Event description:
During attempted implant, the left ventricular (lv) lead could not be inserted into the guidewire. A different guidewire was used; the lv lead could not be advanced. A different lv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of a stuck guidewire that cannot be advanced was confirmed. As received, a complete lead was returned in one piece for analysis. Visual examination of the lead found the filars of the inner coil to be offset and with blood in the inner coil lumen at the s-curve region. The guidewire insertion test could not be performed due to the condition of inner coil filars being offset consistent with procedural damage and blood in the inner coil lumen at the s-curve region. The cause of the event was isolated to a damaged inner coil and blood in the inner coil.